Event description:
It was observed that during the device evaluation, the single use preloaded sphincterotome v the coated portion of the cutting wire was scorched and melted at proximal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the coated portion of the cutting wire was scorched and melted at proximal end was identified. It is likely the result of cutting wire was broken at proximal end site and damaged the coated portion; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.